Event description:
The customer reported to olympus, the visera elite ii video system center touch display on the processor was malfunctioning and the display went off automatically during the procedure i.e. Blackout. The issue was found during a therapeutic lumpectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel display blacked out due to a defective printed circuit board (cp) and the color bars appeared on the monitor instead of the connected camera head. Additionally, there was minor corrosion visible on the printed circuit board (cp). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, thus it is likely that the phenomenon "display is turned off automatically" due to the defective printed circuit (cp) board. Additionally, thus it is likely that the phenomenon ¿color bar is displayed on the monitor" due to the defective printed circuit (cp) board. The cause of the defective printed circuit (cp) board could not be determined. Olympus will continue to monitor field performance for this device.